Manufacturer narrative:
Exemption letter e2013012 alma ltd. (Manufacturer) is submitting the report on behalf of alma, inc. (Importer). Section h3: alma inc. (Importer) has evaluated the device and found that it meets manufacturer's specifications. (Importer) has evaluated the device and found that it meets manufacturer's specifications. In 2015, based on the available photographs, an independent clinical expert evaluated the injury to be reversible skin damage and the incident was determined to be not reportable. On 10/30/2018, (B)(4) received additional information that captures patient injury notes from the dermatologist she visited. There are no recent photos available to determine any existing permanent damage. Alma ltd. Clinical re-evaluated the alleged incident to be reportable and is submitting this report in good faith efforts. As evaluated in 2015, the most likely root cause is the patient's recent skin tanning prior to the procedure.

Event description:
The suspected device was used on the patient's chest for lesions at (B)(6) clinic in (B)(6).